Event description:
It was reported the patient's scs system was auto-reducing. An sjm representative was unable to reprogram. Diagnostic testing revealed high impedances. The patient is pending a consult with her physician. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.